Event description:
The unit was returned to a covidien service center. Upon triage, a service tech found that was unit had exposed and burnt copper wire on power cord.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.